Manufacturer narrative:
Additional information was received that this transcatheter bioprosthetic valve was implanted into a native calcified bicuspid aortic valve. Upon deployment, the valve was implanted at an accurate implant depth. However, the valve did not fully expand and resulted in severe aortic regurgitation (ar). A post implant balloon aortic valvuloplasty (bav) was performed, which dislodged the valve. Subsequently, a second transcatheter bioprosthetic valve was implanted, valve-in-valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the patient past medical history included a calcified bicuspid aortic valve. Per the device instructions for use (IFU), the safety and effectiveness of the bioprosthesis for aortic valve replacement have not been evaluated in patient populations presenting with a congenital bicuspid or unicuspidal valve. Multiple factors can affect frame expansion or compression, such as patient anatomy and valve positioning. In this case, the frame expansion was most likely affected by the calcified bicuspid aortic valve. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the aortic regurgitation was most likely due to the valve not fully expanding, most likely due to the patients calcified bicuspid aortic valve. A post implant balloon aortic valvuloplasty (bav) was performed, which dislodged the valve. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: the device history record for was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, with the limited information and no images / cines to review, we are unable to conclusively determine the cause for this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at an accurate implant depth, however aortic regurgitation (ar) was noted. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve. No adverse patient effects were reported.